Event description:
The customer called in for help with the meter. While troubleshooting, it was discovered the meter was missing segments. The customer did not allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.